Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was found that the pressure transducer was not sitting properly on the circuit board. The pressure transducer was reseated and the ventilator was tested. It passed several pre-use checks and was returned to clinical use. No parts were replaced. The root cause of the failed pre-use check was the pressure transducer not correctly mounted.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).